Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.